Event description:
It was reported that the right ventricular lead (rv) was removed and replaced with a new rv lead because of high rv threshold. At the time of the implant a left ventricular (lv) lead was attempted however, never implanted. The physician was unable to reach a suitable target due to patient anatomy and inability to achieve acceptable thresholds. The lead was not used and a dual chamber system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.